Event description:
A report was received that states that the tracheostomy tube leaked from the pilot balloon several days after placement. There was no report of incident related medical sequelae.

Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.